Event description:
The pt was undergoing a scheduled c/section. When the physician was suturing the uterus, the suture needle broke off in the uterus. The pt lost substantial amount of blood during the time it took to retrieve the needle. Expiration date 11/1/00.